Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted it was partially fired halfway on the staple cartridge with a deformed anvil clamping mechanism. During functional evaluation, the reload was able to be fired without issue. Visual evaluation of the internal components of the handle noted that there were eight sheared teeth on the firing rack. Functional evaluation noted that several skips were heard in the firing stroke. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances either when firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection procedure,at the rectum resection, the surgeon clamped the tissue ,at first the handle was stiff and was unable to grasp but later the handle was able to grasp. The surgeon pushed the green button but a crack sound was heard from the handle and the device did not work anymore. The procedure was completed with another device. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.